Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image was not displayed¿ occurred because the contact pins of the scope socket were rusty when 290 scope was connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the chassis was deformed, the scope socket was rusty and damaged and the contact pin of the scope socket was defective, and the brightness was not enough due to the deformed chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the light source had no image due to a rusty contact pin of the scope socket. The patient was not under anesthesia and there was no delay in therapy. There were no reports of patient involvement.